Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed. After confirming the positional relationship between the pigtail catheter and the calcification on the non coronary cusp (ncc) bottom, valve deployment began from a depth of approximately 3 millimeter (mm). The valve position was approximately 5 mm on the ncc and about 10 mm on the left coronary cusp (lcc) and the implant team decided to recapture the valve. After the recapture, the patient developed complete atrioventricular block (av). The valve was attempted to be deployed again at a depth of 3 mm on the ncc side, in an effort to implant the valve higher. The implantation depth of the valve was adjusted so that the lcc side was shallower with the tension of pushing. The valve position was approximately 3 mm on the ncc side and 7 mm on the lcc side. The cavb did not change even though the patient's native rhythm was observed. The valve was released by pushing it in slightly which resulted in the ncc side being deep and the lcc side being shallow. The valve was implanted in nor-coaxial position. The cavb did not resolve. Thirteen days post valve implant, a patient-prosthesis mismatch (ppm) was implanted for the cavb. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that acute coronary syndrome developed seven days after valve implant. Ischemia due to decreased blood flow was reported with symptoms of electrocardiogram (ECG) changes, chest pain and difficulty breathing. A coronary stent was implanted. It was reported that the valve was intended to be implanted deep and that the implant depth did not cause the coronary occlusion. Additional codes were added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected the following sentence from section b5: thirteen days post valve implant, a permanent pacemaker was implanted for the cavb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that at the time of the transcatheter valve implant, the valve had approached near the left main trunk (lmt), but the procedure was completed without coronary obstruction. However, acute coronary syndrome (acs) developed. Severe stenosis of the lmt due to the self-expanding valve was observed. A percutaneous coronary intervention (pci) was performed eight days following the valve implant with good coronary expansion. No additional adverse patient effects were reported. Updated data: a1, b5, h6 patient annex e, annex f, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.